Event description:
Additional information received reported that the patient¿s device was explanted on (B)(6) 2014 due to an infection. It was noted that the patient was referred to an infection disease specialist for an antibiotic treatment and had since recovered. It was noted that the patient was unsure if she would get a new device implanted. It was noted that the patient had no previous risk factors for an infection.

Event description:
(Rep): additional information received reported that the culture was found to have mrsa in the wound on the lateral flank where the extension was placed. It was noted that the ins site was clean, but it was decided to remove the entire system on (B)(6) 2014. It was noted that the patient outcome was unknown ¿other than her chronic pain had returned.¿

Event description:
It was reported that the patient had a possible infection. It was noted that surgical intervention was required as a result of the event, and that they were "having wound debris event and cultures taken at the implantable pulse generator (ipg) site." It was noted that impedance testing and reprogramming were performed. The patient was described as alive with no injury at the time of report. The patient symptoms included pain and drainage/incisional wound opening at the device pocket. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).